Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, an advance 35 lp low profile balloon catheter ruptured longitudinally during a left lower limb "angio" procedure. The physician was treating a severely calcified superficial femoral artery (sfa) without angulation. The complaint device was inflated up to the rated burse pressure (rbp) of 15 atmospheres (atm) using a non-cook inflation device with a 70/30 omnipaque/saline contrast mix. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent. Refer to section h10 for investigation findings.

Manufacturer narrative:
Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The inspection of the returned device confirmed that both water and a 0.014" wire guide were unable pass through the balloon lumen due to occlusion. Additionally, a longitudinal rupture was confirmed in the balloon portion of the device. Three compressions and three kinks were noted on the catheter shaft surface. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.